Manufacturer narrative:
(B)(4).

Event description:
It was reported that the warm up restarted after warm up occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, a transmitter stale start command was found in connection to the reported allegation. The reported event of a warm up restarted after warm up is reportable based on the finding of a transmitter stale start command. No injury or medical intervention was reported.